Event description:
It was reported that a patient had a prophylactic generator replacement and leads replaced due to high impedance. The representative reported that pin re-insertion was attempted during the revision surgery but did not resolve the high impedance. It was reported that a test resistor with the generator provided impedance within normal limits. It was reported that the patient was punched in the chest, and the physician believed the trauma to be the cause of the high impedance. X-rays were received and reviewed by the manufacturer. Based on the images received, the generator appeared to be placed lower in the chest than suggested in labeling. Labeling suggests the generator be placed at or above rib 4, and the generator appeared to be located below rib 5. This generator placement caused the lead to appear taut. Due to the quality and angle of the image, it was unable to determine whether the lead pin was fully inserted inside the connector block, whether the lead was routed behind the generator, and whether the lead wires were intact at the connector pin. The strain relief of the lead was not placed per labeling. There were no apparent gross lead fractures, sharp angles or other anomalies in the visible lead portions. The cause of the patient's high impedance could not be determined based on the x-ray images provided. Note the presence of a micro-fracture and/or lead discontinuity in the portions of the lead not visible could not be ruled out. It was reported that the explanted products were not available for return by the manufacturer; therefore, return of the suspect product is not expected to date. No further relevant information has been received to date.